Manufacturer narrative:
From information provided, based on the product history records, the review of the case and the recurrence of this type of event for this implant, the likely cause for the event is probably a mishandling during the implant loading on the inserter : the surgeon probably did not follow the instruction as mentioned in the surgical techniques step 9 . However, for the lack of information received from the reporter and the absence of implant examination this hypothesis could not be validated. The investigation found no evidence to indicate a device issue. If additional informations were received that add a value on this case another report will be sent.

Event description:
Mobi-c p&f us : disassembled. From inofrmation provided, implant fell apart during implantation. Peek cartridge came off implant. It was a two level mobi-c implantation. No impact on patient. Part. Surgery was completed successfully with another device, same size. The device was discarded and therfore no examination is possible . Attempts were made to collect additional inforamtion , according to the reporter , he cannot exactly say how the implant came apart . No x-rays provided or informations on the surgical steps followed.

Manufacturer narrative:
Product was not returned as discarded by hospital. No examination can be performed. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information requested about the surgical techniques followed. Investigation still in progress. Conclusion not available yet.

Event description:
Mobi-c p and f us : disassembled. From information provided, "implant fell apart during implantation. Peek cartridge came off implant." It was a two level mobi-c implantation. No impact on patient. Part. Surgery was completed successfully with another device, same size. Additional information was requested.